Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to integrated circuit (ic), designator u1. U1 had broken solder joints (leg 1 and 16). The broken solder joints were due to the improper routing of the ferrite bead on the therapy harness assembly during the manufacturing process. The ferrite bead was misrouted over ic u1 which broke the solder joints of the ic, causing them to lift off of the pcb. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device service wrench indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that when attempting to shock that the defibrillation energy output was reduced and there was a loss of the negative portion of the biphasic output waveform. As a result, adequate defibrillation may not be possible.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device service wrench indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that when attempting to shock that the defibrillation energy output was reduced and there was a loss of the negative portion of the biphasic output waveform. As a result, adequate defibrillation may not be possible.